Manufacturer narrative:
The investigation of the returned balloon catheter found the balloon with flaked/peeled coating, which is consistent with the alleged product issue. The flaking/peeled coating condition is consistent with the balloon not being hydrated properly at the time the balloon was attempted to be inflated. Per the event description, the balloon was soaked in saline solution for about 10 seconds as described in the IFU; however, if the balloon was allowed to dry prior to the inflation with the 50/50% contrast solution, the balloon would flake/peel as observed during the preparation.

Event description:
N/a.

Event description:
It was reported that the physician wanted to use the bobby during treatment of a stroke. The tip was dipped into water and the system had been flushed. When the physician inflated the balloon (outside of the patient, a step of preparation), "plastic" or whatever was visible on the balloon, separated from the balloon. The event was prior to use, therefore; no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
B5: updated event description with clarification.

Event description:
It was reported that the physician wanted to use the bobby during a stroke. The tip was dipped into water and the system has been flushed. When he inflated the balloon (outside of the patient, a step of preparation), "plastic" or whatever was visible on the balloon, separated from the balloon. Additional information indicated the balloon was prepped by soaking the balloon in naci for about 10 seconds in contrast solution.